Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not unfold. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in 2003 identified the seal was cracked. This is a reportable malfunction.